Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, she was unable to download the information from her device into carelink while she was at her doctor's office. Customer stated the device continues to alarm radio frequency pic failed self-test. Customer's blood glucose was 36 mg/dl, treated with juice and glucose tables. Troubleshooting was performed for the alarm and customer was advised the device needed to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.